Event description:
Per complaint (B)(4), during clinical procedure, deformation was observed.

Manufacturer narrative:
Patient identifier, age, implant date and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.